Event description:
It was reported through strykeractive's facebook page, "had a friend use this for knee replacement and they cut through a nerve. She was in terrible pain and doctor said it might be a year. Hers was done in early may."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.